Event description:
Post op operative assessment of two patients noted a reddened area on skin areas which were felt to be betadine burns occurring on the same morning. These burns were noted to be first degree. This has not happened for some time. The previous (and first) cluster of this type of superficial betadine prep injuries, many months ago, had been directly reported to the manufacturer.